Event description:
At some point during the deployment of an impella cp from the left groin, the internalized pump fractured into two pieces. The distal piece appeared in mitral apparatus, and the leaflets were no longer coapting, with no wide-open mr, no ejection, and frothy pulmonary edema in the vent circuit. At this point, vascular surgery and CT surgery came to evaluate. The plan at this time was to try remove the proximal piece through the groin sheath, and a sternotomy and open-heart retrieval of the distal piece. The surgeon emergently removed the remaining impella device fragments from the heart and placed a direct aortic impella device. Patient taken to critical care in critical condition.